Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was experiencing increased flow and decreased pi and feeling generally "bad." Power elevations were noted upon history screen interrogation. The pocket controller & battery clips were exchanged. The log file contained several pi events and a few power elevations. They appeared to be associated with power cable disconnect events or pi events. There were several power cable disconnect events recorded. A few of the power cable disconnect events did not seem consistent with the patient switching power sources and appeared to have occurred while the patient was connected to battery power. These events may be related to a faulty battery or battery clip. The patient's hemolysis work-up was negative and inr was at goal. The pocket controller and battery clips were exchanged and the patient was discharged home. No further events reported.

Manufacturer narrative:
The report of a power cable disconnect event was unable to be reproduced during the evaluation of the returned battery clips. Visual inspection of the returned battery clips revealed that there were no significant markings or damage, and the lemo connectors appeared to be properly seated and aligned within their sockets. The power cables of a test system controller were connected and secured to the returned battery clips; there was no difficulty inserting or removing the power cables. The returned battery clips were functionally tested using a test system controller, test 14 volt lithium-ion batteries, a test heartmate ii pump, and a mock circulatory loop, and the system operated as intended. The test batteries inside the battery clips and the connections between the system controller and the battery clips were manipulated while the system was running on the mock circulatory loop, and no alarms were noted. The system continued to operate as intended. The returned battery clips functioned as designed during the investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The battery clips were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received from the intermacs registry stating: patient called with high flows and power on lvad. Work-up revealed malfunction of controller/battery clips. Both were exchanged for new ones.